Event description:
It was reported to boston scientific corporation in 2006 that a hydra jagwire device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (patient age, gender and weight unknown). According to the complainant, the jacket of the wire stripped and was replaced with another hydra jagwire and the procedure was completed successfully. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed that there was corrugated damaged to the yellow and blue sheath at approximately 10.5 cm from the transition of the wire. The core wire was exposed and the catheter was stuck at 65 cm from the sheath transition point. The reported lot number was not involved in any previous complaints, and the root caused of the reported issue is unknown.